Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient had an additional sensor implanted because the original sensor had migrated and was no longer able to take readings. The patient experienced no adverse consequences as a result of the surgery.